Event description:
It was reported that the ventilator's display was faulty. Patient involvement information was not provided by the customer.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the graphic user interface printed circuit board. The ventilator passed all testing and is back in use. If information is provided in the future, a supplemental report will be issued.